Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under goes confirmation test". The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included restless leg syndrome and hyperglycemia. Concomitant products included glipizide since (B)(6) 2018for hyperglycemia as well as ropinirole hydrochloride (requip). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"). The patient was treated with paracetamol (tylenol), ibuprofen (midol cramp), hydrocodone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received. Reporter's information was added. Plaintiff demography added. Events added: abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, vaginal pain, she did not under goes confirmation test. Outcome of event menorrhagia updated to recovered / resolved. Treatment drug, concomitant drug, concomitant disease, historical drug was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("severe cramping"). The patient underwent surgical removal of essure on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report